Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The returned device data were analyzed thoroughly. Follow-up data from june 02, 2021 documented that the capture control feature was programmed to off and the right ventricular pacing amplitude was programmed to 6 v at 0.5 ms with unipolar pacing polarity, already since may 23, 2021. Based on all data available for analysis no indication of a pacemaker malfunction was noted. However, for further insights a complete programmer data export and/or ram dump would be essential. Should additional relevant information become available, the investigation will be updated.

Event description:
After an implantation period of approx. 1 month, an increasing threshold was observed. The patient was hospitalized.